Event description:
Based on a review of provided medical records: on (B)(6) 2011- CT scan abdomen/pelvis: interval surgery with development of multiple incisional hernias most significant just above the umbilicus containing a loop of jejunum, not a complete obstruction there is splaying of the rectus muscles throughout the abdomen. Sigmoid diverticulitis. On (B)(6) 2011- incisional hernia with incarcerated bowel. Laparoscopic enterolysis and repair of five fascial defects using sepramesh. On (B)(6) 2011- intra-abdominal abscess/mesh infection. Exploratory lap with washout and mesh removal, open repair of ventral/incisional hernia.

Manufacturer narrative:
Based on the medical records provided, a morbidly obese patient with a previous cholecystectomy, colostomy and colostomy takedown, underwent a procedure to repair multiple ventral hernias with a bard sepramesh on (B)(6) 2011. On (B)(6) 2011, the patient was returned to the operating room after a needle aspiration of a fluid collection showed infection. The abscess cavity encountered was noted to be just below the mesh. After explant and washout, an allomax graft was used to complete the repair. Currently, it is unknown whether the bard mesh may have contributed to the reported infection. While there is no indication in the medical records that the mesh was at the source of the infection, it is stated as a possible adverse reaction in the product's instructions for use. The IFU states that "if an infection develops, treat the infection aggressively, and that "an unresolved infection may require removal of the prosthesis." With the information available, no conclusion can be drawn.